Event description:
The patient was in for an aortogram. After deployment of a lifestent into the patient's femoral artery, the inner core of the stent device separated from the outer core. The patient was not harmed but this event could have possibly left a part of the device in the patient's body, but in this case it did not.device #1is this a laboratory device or laboratory test?no.